Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6. An event of an infection was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report numbers: 2182269-2021-00051. Following a radiofrequency l5 ablation procedure, the patient began to experience a fever. Two days later the patient was admitted to the hospital with septic shock. The patient was transferred to another hospital for treatment of multiple organ failure. The infection was suspected to have originated from the para spinal muscle due to a break in the sterile field during the procedure.